Event description:
The customer reported receiving hemoglobin (hgb), red blood cell (rbc) and platelet (plt) vote outs on all three levels of controls on a coulter lh 500 hematology analyzer, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/23/2015. The fse confirmed the customer's issue, discovering bubbles building up in the rbc diluent dispenser pump (pm11). The fse replaced the rbc diluent dispenser, resolving the rbc and plt vote outs. The fse also replaced white blood cell (wbc) diluent dispenser pump (pm9), resolving the hgb vote outs. The fse also discovered that there were no mixing bubbles occurring in the rbc bath due to a loose connector on the rbc mixing bubble solenoid (sol 8); the fse reattached the connector resolving the issue, which was unrelated to the original event. The repairs were verified per established service procedures. (B)(4).